Manufacturer narrative:
Event date (B)(6) 2016. Concomitant product therapy date (B)(6) 2016. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a clearlink system continu-flo solution set. The reporter stated solution does not drip. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: manufacturing date: april 29, 2016- april 30, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.